Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. This device was tested in clinic with provocative maneuvers with shock impedance measurements observed were high, however remained within normal limits. This device remains in service. No adverse patient effects were reported.